Event description:
Literature: jeon sb, zhao c, park jk; incidental detection of needle broken in transurethral needle ablation of prostate during transurethral resection of prostate. International journal of urology 2009, 16, 221 222. Summary: this case study describes a complication that occurred during tuna. Event: a patient underwent transurethral needle ablation (tuna) of the prostate 7 years ago, however, was experiencing frequency and weak urine stream. During operative intervention, a piece of needle was found that had broken and been misplaced in the prostatic tissue during tuna 7 years ago. The broken needle was removed and turp was completed. The patient was discharged without any problems.

Manufacturer narrative:
See scanned pages.